Event description:
Reporting status: death. Reporting rationale: perforation requiring additional ptci, subsequent death. Device issue: no device malfunction has been reported. It was reported that the patient had multiple lesions in the lad and rca. After stenting the mid and proximal lad, a 2.5 x 18 mm promus stent was deployed in the distal rca. Two more stents were deployed in the mid and proximal rca. After deployment of all of the stents, a perforation was noticed in distal rca, presumably from the guide wire (unknown manufacturer); however this was not confirmed. Multiple long balloon inflations were performed and a covered stent was placed. The patient was intubated and put on a balloon pump, and was somewhat stable when they left the cardiac cath lab in 2009. The patient expired two days later. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.